Event description:
The hub of the agilis introducer broke during use. Hemostasis was lost and the pt lot some blood; however, hemostasis was achieved without additional medical or surgical treatment. A st. Jude medical representative was not present during the procedure. No intervention was required and the pt was reportedly doing fine.